Event description:
Information received notes that the patient presented to the e.r. With syncope after heavy lifting. The ECG noted pauses but magnet application resulted in av sequential pacing with 100% capture. The pauses could not be reproduced with pocket manipulation. Inhibition, resulting from a microfilar fracture, was noted when the device was programmed to 0.5mv bipolar sensing and up to 8mv unipolar ring. Programming to the unipolar tip configuration eliminated the inhibition.